Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the atrial lead was non-functioning. It was suspected that the lead exhibited unacceptable threshold or a sensing anomaly. The lead was capped and replaced.